Event description:
A report was received that during patient¿s trial lead removal, four contacts broke off from the lead. X-ray confirmed that the contacts were still inside the patient¿s body. The physician will remove the contacts during patient¿s permanent implant procedure.

Event description:
A report was received that during patient¿s trial lead removal, four contacts broke off from the lead. X-ray confirmed that the contacts were still inside the patient¿s body. The physician will remove the contacts during patient¿s permanent implant procedure.

Event description:
A report was received that during patient¿s trial lead removal, four contacts broke off from the lead. X-ray confirmed that the contacts were still inside the patient¿s body. The physician will remove the contacts during patient¿s permanent implant procedure.

Manufacturer narrative:
Sc-2316-50e (sn (B)(4)) the complaint had been confirmed. Visual inspection revealed that the top four electrodes were separated from the distal end. Electrodes 1-4 were not returned. It appears that tensile force was applied on the top four electrodes resulting in fractured cable welds and its separation from the distal end. The returned portion of the distal end was fractured in multiple sections and several cables were exposed. There were no complaints of high impedance or lead damage prior the explant procedure.

Manufacturer narrative:
Additional information was received that there would be no further course of action at this time.

Manufacturer narrative:
.